Event description:
Aware date/information received was from abstract of the (B)(6) association of cardiovascular intervention and therapeutics 2017. Patient procedure performed to treat target lesion in the patient's lad #6. An elca catheter was used for the treatment. During the procedure, a perforation occurred. The perforation was treated, procedure was completed, and patient survived the procedure.